Event description:
It was reported to medtronic that a visao handpiece overheated and could not be used. There was no patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The cable connector was damaged and could not be inserted into the console. Therefore, the customer's complaint regarding the device overheating could not be duplicated. The motor, cable, bearings and other parts were replaced. The drill was then tested and met all specifications. The "most likely" root cause was wear/degradation over time, especially in the bearings. Based on this investigation, the severity/occurrence of this event did not exceed expected rates per the risk management report.